Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative inquired if the patient's implantable neurostimulator (ins) had nickel. The patient had shingle like symptoms at the ins site. The healthcare provider wanted to know if the ins had nickel.